Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, when trying to fire the stapler across the stump of the appendix, the stapler would not fire, the surgeon tried multiple attempts to open the reload and re-engage and close it across the stump but the stapler/reload would not fire. The tech replaced it with new handle and reload. Patient had a post op appendiceal stump leak.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, when trying to fire the stapler across the stump of the appendix, the stapler would not fire, the surgeon tried multiple attempts to open the reload and re-engage and close it across the stump but the stapler/reload would not fire which extends the surgical time by more than 30 minutes. The tech replaced it with new handle and reload. Patient underwent CT scan that shows a post op appendiceal stump leak. Patient was under observation with management of bowel rest with tpn/lipids and nothing to be taken by mouth. Patient also manifest cecil edema/inflammation due to tissue damaged.